Manufacturer narrative:
Section d4 (serial number) has been updated to 3mh003nnqgr from 3mh003nnqpr based on the returned product. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor 3mh003nnqgr has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while wearing the adc freestyle libre 2 sensor and therefore, no glucose alarm was alerted. On (B)(6) 2021, as a result, the customer had a seizure and a loss of consciousness. The customer regained consciousness was able to self-treat with "grape sugar." There was no third-party medical treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while wearing the adc freestyle libre 2 sensor and therefore, no glucose alarm was alerted. On (B)(6) 2021, as a result, the customer had a seizure and a loss of consciousness. The customer regained consciousness was able to self-treat with "grape sugar." There was no third-party medical treatment provided. There was no report of death or permanent injury associated with this event.